Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported noticing fluid inside the cassette compartment and inside the cycler after treatment was completed. Availability of the sample set for evaluation is unknown. Follow-up attempts at contacting the patient and patient's peritoneal dialysis nurse were unsuccessful. It is unknown if there were any serious injuries or complications. There are no adverse events reported at this time.